Manufacturer narrative:
E3 - occupation: clinical director. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage from the cuff of the tracheostomy tube included in an unknown blue rhino percutaneous tracheostomy set was discovered following an unspecified procedure on an 67-year-old male patient. The complaint device was then removed and replaced in an additional procedure. Additional information regarding event details and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10dec2024. It was not specified if the leak occurred immediately after placement or after some days.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that leakage from the cuff of the tracheostomy tube included in an unknown blue rhino percutaneous tracheostomy set was discovered following an unspecified procedure on a 67-year-old male patient. It was not specified if the leak occurred immediately after placement or after some days. The complaint device was then removed and replaced in an additional procedure. Reviews of the documentation, including the complaint history and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are no inspections in place to identify the failure of leaking cuff. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling: the product IFU, [c_t_ptisgi2_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: instructions for use patient preparation ¿1. Following the tracheostomy tube manufacturer¿s instructions, test the balloon cuff and inflation system. 6. ¿ ensure that the balloon is completely deflated. ¿¿ post-placement ¿follow hospital protocol for post-tracheostomy care and maintenance.¿ evidence gathered upon review of product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, a definitive cause of the failure could not be identified. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.